Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of "fail code 550:320:650:0000" was confirmed during product evaluation. The root cause of this condition was assigned to defective user interface module print circuit board. The user interface module print circuit board was replaced to correct this condition. Failure code 550:320 indicates slave related failures reported by the slave software. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed with no exceptions during manufacturing found.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of "fail code 550:320:650:0000". This condition has the potential to cause an interruption of delivery. This condition was found in the central supply department. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is colleague 2006(6.13.90).